Event description:
It was reported that the temperature sensing thermistor cord pulled out of a criticore foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing thermistor cord pulled out of a criticore foley catheter.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 all silicone foley catheter. Upon visual inspection it was noted that the temperature sensing cord was missing. Therefore, the reported event is confirmed. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required labeling would not have prevented the reported event. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.